Event description:
It was reported that pump displayed malfunction code 9 with associated fault ID and that no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions on resetting pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction code recurred.